Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure, found to have small crack or blemish on the periphery of a lens. One was near the haptic and one was not but they were both close to the edge of the optic. It was felt that it was safe and reasonable to leave in the eye.